Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : kdr901 implantable pacemaker (B)(6) 2003. (B)(4).

Event description:
It was reported that the right ventricular lead had low impedance, high threshold, and the physician suspected a subclavian crush. The lead was capped and replaced. It was also reported that the right atrial lead had low impedance, the bipolar impedance was less than the unipolar impedance, and there was high threshold. The lead remains in use. No patient complications have been reported as a result of this event.